Event description:
A customer obtained both lower than expected and higher than expected quality control results on two levels of vitros tdm performance verifier and two levels of biorad control, using two vitros phyt reagent lots tested on a vitros 5,1 fs chemistry system. A value of 11.7 ug/ml was obtained from the vitros performance verifier fluid lot b9967 versus the expected value of 14.9 ug/ml. A value of 22.3 ug/ml was obtained from the vitros performance verifier fluid lot c9968 versus the expected value of 28.5 ug/ml. Values of 11.43, 11.66, 11.37, 19.93 and 19.93 ug/ml were obtained from the biorad lot 40772 fluid versus the expected value of 15.1 ug/ml. Values of 21.44, 19.60, 18.49, 21.54, >40.0, and >40.0 ug/ml were obtained from the biorad lot 40773 fluid versus the expected value of 27.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were tested while the vitros phyt quality control results were outside of expected control ranges and there was no report of patient harm as a result of this event. This report is number ten of 13 mdrs for this event. Thirteen 3500a forms are being submitted for this event as 13 devices were involved. This report corresponds to ortho clinical diagnostics inc complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that both lower than expected and higher than expected quality control results were obtained from two different vitros phyt reagent lots that were tested on a vitros 5,1 fs chemistry system. The investigation found no evidence to suggest an instrument malfunction occurred. A definitive root cause could not be determined. However, a non-optimal phyt calibration, pre-analytical sample mix-up, improper control fluid handling/processing could not be ruled out as contributing factors. Review of the ww complaint database from 01 september 2011 through 23 february 2012 found no trend or pattern for this issue on either lot of phyt reagent.